Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - unknown acetabular cup, unknown liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-01282 / 01283).

Event description:
Legal counsel for patient reported patient implanted with hip prosthesis is experiencing pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.